Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion patient experienced recurrent urinary tract infection. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia, and neuromuscular problems following the procedure. It was reported that patient underwent mesh removal (unsuccessful) on (B)(6) 2013 due to recurrence and complications.